Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and failed. A receiver boot test was performed and failed due to the receiver was stuck on open screen displaying "dexcom" will not complete boot up. The receiver case was opened for an internal visual inspection and it passed. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.